Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 152 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer did not received failed battery test. The customer was advised to monitor the pump. The customer was advised that we will ship a replacement battery cap as a courtesy. The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 152 mg/dl. The customer's father change out the battery and when pressing the esc button and act it is not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the functional testing. No failed battery test alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot and scratches on the reservoir tube window.